Manufacturer narrative:
H3, h6: the case was reviewed, and based on the comments, the logs were unavailable. The site declined to proceed with further troubleshooting; therefore, no logs or archives will be provided. Without logs and archive data , there is insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736226, software version: 2.1.0. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0709: applicable to the site not being able to navigate on the right side of the patient's head. A0908: applicable to registration accuracy being described as "not good". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to navigate on the right side of the patient's head. Registration accuracy was described as "not good," but all the points collected appeared to be on top of the skin. The procedure proceeded without navigation. Troubleshooting information included that the image was confirmed to contain the top of the head. It was unknown what the registration accuracy was or what the tracing pattern looked like, and it was noted that the side emitter was positioned six inches away from the left side of the patient's head. Technical services requested tracking details and see what the instrument does when it is moved to the right side of the patient, but the call was disconnected before further troubleshooting could occur. There was no reported delay, and no impact to patient's outcome.